Manufacturer narrative:
The explanted products were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received inappropriate shocks while performing rehabilitation activities. The patient was in a wheelchair and reaching at the time of the shocks. During troubleshooting, noise could be reproduced, with the least amount of noise noted in the alternate vector. Therapy was programmed off until the device data could be reviewed. The physician was considering an early replacement procedure if the smart pass feature on the new model s-ICD would mitigate the potential for inappropriate therapy, otherwise a transvenous system would be considered, as the patient is secondary prevention and had received appropriate therapy last year. Technical services reviewed the device data. The recent episodes were due to a baseline shift in the presence of myopotential noise, and this noise could be mitigated with the smart pass feature. It was also noted that the r-wave amplitudes had gradually decreased in the four years since implant. X-rays were reviewed and showed the electrode was curved and not optimally placed, and the device as not down on the fascia. The field representative later confirmed this s-ICD system was explanted and replaced with a new s-ICD device and electrode the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact and the setscrew operated normally. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received inappropriate shocks while performing rehabilitation activities. The patient was in a wheelchair and reaching at the time of the shocks. During troubleshooting, noise could be reproduced, with the least amount of noise noted in the alternate vector. Therapy was programmed off until the device data could be reviewed. The physician was considering an early replacement procedure if the smart pass feature on the new model s-ICD would mitigate the potential for inappropriate therapy, otherwise a transvenous system would be considered, as the patient is secondary prevention and had received appropriate therapy last year. Technical services reviewed the device data. The recent episodes were due to a baseline shift in the presence of myopotential noise, and this noise could be mitigated with the smart pass feature. It was also noted that the r-wave amplitudes had gradually decreased in the four years since implant. X-rays were reviewed and showed the electrode was curved and not optimally placed, and the device as not down on the fascia. The field representative later confirmed this s-ICD system was explanted and replaced with a new s-ICD device and electrode the following week. No additional adverse patient effects were reported.